Event description:
It was reported that the paramedics were called to tread customer at home due to a diabetes related issue. Caller stated that the insulin pump was alarming sensor error. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.